Event description:
It has been reported to the co that during the procedure the manometer of this device was defective. Reportedly, "the device cannot go to neutral after negative". The device was removed and replaced. There is no report of pt injury. The device is being returned for co's evaluation.